Manufacturer narrative:
The investigation was completed and no product was returned. The root cause of the positioning issue was determined to be an unintentional use error since the patient sat up during x-ray, leading to pump being pulled into the aorta. The device history review was completed and passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. During an x-ray procedure, the patient sat up, leading to the pump being pulled into the aorta. The decision was made to remove the pump and insert a new one. There was no patient harm reported.